Event description:
It was reported that patient has high impedances. Caller stated patient is doing fine with their therapy but because it is epilepsy, patient may not notice a therapy issue right away. Caller stated that all monopolar values are around 5-6k ohms, the 0-3 bipolar pair is 4k ohms and the rest of the bipolars are 2-3k ohms. Agent reviewed it is unclear which component the impedance issue could be related to and suggested imaging of the system. Caller questioned if they could replace extensions or adaptor and agent reviewed, that would be an option but it's possible the issue could be on the lead(s). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.